Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed with the limited information provided. Date of implant ¿ 1993. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent a total hip arthroplasty in 1993. Subsequently, patient was revised on (B)(6), 2015 due to poly wear from a malpositioned cup. The liner and modular head were removed and replaced.